Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be identified. The issue was resolved through troubleshooting. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the xenon light source showed error code b30. The issue was observed during preparation for use on an unspecified procedure. There were no reports of patient or user harm associated.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer's complaint was resolved with troubleshooting attempt. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.